Event description:
According to the customer, the left wheel lock on the wheelchair is broken.

Manufacturer narrative:
According to the customer, the left wheel lock on the wheelchair is broken. It was stated that it is loose and no matter how much pressure is applied it does not engage. There was no further information. There was no injury reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.